Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device after a cardiac procedure in (B)(6) 2018. Reportedly, approximately two weeks ago, the patient noticed intermittent pain in the groin and is concerned there is an allergic reaction to the starclose se clip. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.